Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue - bolus delivered but not showing in history.) Issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 04/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter was not returned with the pump for investigation. A review of the bolus history showed no evidence of cancelled boluses. During testing a normal bolus and an audio bolus were performed and were accurately recorded in the pump history. The pump accurately calculated and performed an ezcarb bolus from both the pump and the meter. The pump keypad was tested and confirmed no hypersensitive buttons.